Manufacturer narrative:
Date of event estimated. The report of ineffective therapy was not confirmed. Analysis of lead a found it had been cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. A continuity check of the stimulation end segment did not find any opens and a microscopic inspection of the terminal end segment did not identify any broken wires. There were no other physical anomalies that would have contributed to the allegation of ineffective therapy.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-05200 and 3006705815-2023-07103. It was reported that the patient's ipg was inoperable, and it is unknown if the device depleted prematurely. The patient was also experiencing ineffective therapy. Surgical intervention took place where the system was explanted to address the issue.